Manufacturer narrative:
No product has been returned for investigation as product remains in-situ. CT scan images reviewed suggest loose screws on the left side of levels c4 and c6. No bone quality check provided has been provided nor patients post-operative activity level. No indication of product failure could be identified. The root cause is undetermined at this time. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product was left in-situ.

Event description:
On (B)(6) 2017 patient underwent an anterior cervical discectomy fusion procedure at levels c4-6 without any reported issues. On (B)(6) 2018 CT images suggest two loose screws. It is unknown if a revision was scheduled nor if patient is symptomatic.